Manufacturer narrative:
Lot number information: item: 389020; lot number: mci-112-09 e001d35h; expire date: 04-02-2019; manu date: 04-02-2009. The device history records for lot numbers: 389020-mci-113-09 e003d35h and mci-112-09 e001d35h were reviewed and all processes and test criteria are within the epor implant specification.

Event description:
The doctor reported to the porex surgical distributor that the patient received an epor right cranial implant and an epor right occipital implant approximately 18 months ago. The doctor reported that the patient developed an infection and the implants were removed.